Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "puncture needle draws air". There was no patient harm or injury reported. No medical intervention was required. It was reported a second attempt at device placement was successful. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one product lidstock and introducer needle for evaluation. Visual examination revealed multiple large cracks in the needle hub. The returned introducer needle was attached to a lab inventory ars and flushed. Significant leaking was detected from the cracked hub. A device history record review was performed with no relevant findings. The customer report of a separated needle hub was confirmed by complaint investigation of the returned sample. The needle hub contained multiple large cracks. A device history record review was performed with no relevant findings. Based on the condition of the sample received, design caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. Corrective actions have not yet been implemented.

Event description:
Customer reported that "puncture needle draws air." There was no patient harm or injury reported. No medical intervention was required. It was reported a second attempt at device placement was successful. The patient's condition is reported as fine.